Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had distance and near vision blurry. The lens exchange has been scheduled. Additional information has been requested, received and stated the iol was exchanged for unspecified monofocal lens. Clinical reason for explant mentioned as residual prescription causing blurry vision.